Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited low pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.